Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with the pre-op diagnosis of l5, s1 disk degeneration with back pain. The patient underwent the following procedures: retroperitoneal anterior l5-s1 diskectomy with interbody fusion using a peek cage and bmp. Anterior l5-s1 fixation with synfix. Use of fluoroscopy. Intraoperative monitoring. Per the op notes, once the disk space was prepared for fusion and the reconstruction was achieved, a 15 mm trial spacer was used that was full be the insertion of a 15 mm synfix cage that was filled with rhbmp-2/acs. No patient complications were noted. Reportedly, the patient developed unspecified injuries following the use of rhbmp-2/acs.